Event description:
Additional information was reported that the circumstances that led to the patient's ins going haywire and not working/charging was due to not charging. The patient also noted that they went to their pain management doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) states that the ins battery stopped working quite a while ago (over a year) and the "machine" stopped working before that as it was "all haywire". Patient was redirected to hcp for replacement however patient became escalated. Pt mentioned that she has a new hcp. Patient services (pss) reviewed that the ins is a prescriptive device and that hcp would need to request; pt states that she's been getting the run around and that it's ridiculous. Pss offered to send a message to the field for possible assistance and pt states to forget about all that and to just send her a new ID card to her new address; pss advised that pt registration can assist and pt became extremely upset. Pss gathered pt's new address and sent an e-mail to pt registration for address update/new ID card. Pt then wanted a box sent to her to return the ins/external equipment and pss advised that hcp or mdt rep would take care of that if the ins needed to be sent back to mdt once ins was removed/replaced. Pt says that she thinks her external equipment isn't working because "it went all crazy all this stuff came up on it when I was trying to charge my battery and it stopped working, it's been sitting in my closet and I haven't used it in a year". Pt says she started not being able to charge her implant "a year or over a year ago or so". Pss reviewed that its more likely that her implant is overdischarged and that is why her equipment wouldn't work a year ago, and that she is very close to eos on implant, so she would want to consult with hcp.